Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the no flow in alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not delivering. They stated that the pump would not deliver formula. When the pump was returned to mmdg for evaluation the pump delivered as expected, however, the no flow in alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had not had any negative affect on the patient. The alarm failure was discovered at moog. [(B)(4)].